Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator reached elective replacement indicator (eri) prematurely due to battery depletion. After replacing the battery and downloading the product code, normal function ensued.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. The device was explanted and replaced.